Event description:
It was reported that an occlusion alarm occurred. There was no reported adverse impact to customer's blood glucose. Customer reverted to an alternate method of insulin therapy.

Manufacturer narrative:
Additional information: b5 customer was using fiasp insulin which is not labeled for use with the pump. H6- code d14 removed; d1102 added h11- per the tandem user guide: per the tandem user guide: use only humalog® or novolog® u-100 insulin. Failure to do so may result in serious health consequences.